Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from (B)(6) 2013 to (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200178676 for errors ¿ watchdog which does not correlate to the customer reported issue.

Event description:
It was reported that the device powered on in normal mode and the configuration data is invalid. The tech needs to power up the system in system configuration mode in order to fix the error. There was no patient involvement.